Manufacturer narrative:
One cadd legacy plus pump was received with fluid ingression and cracked lcd lens. The event log was reviewed and there were "service due" and "no disposable alarm messages" after a disposable was attached. Functional check was performed and the pump was visually inspected. The reported issue was verified. The pump was found to be displaying "service due see manual" alarm message on power up during the investigation. The real time clock battery will be replaced to resolve the issue.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that this smiths medical cadd legacy plus pump exhibited " 1031752 zero error". No reported adverse effects.